Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6) university / (B)(6) medical center. Sex: female. Age (at time of consent): (B)(6) . Date of explant: (B)(6) 2022 country of event: us. Model: lxmc13. Device lot number: 18462. Date of implant: (B)(6) 2021. Was the linx explant a result of an adverse event per protocol definitions?: no if yes, choose the primary ae log line, start date and term: blank. If no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no. Other: yes. If other, specify: colitis, bloating, weight loss, and dysphagia. Describe the technique used for explant (check all that apply) laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: yes .describe any notable observations during the explant procedure: posteriorly pancreas & mid body & tail had scarred down superiorly towards linx device & were almost continuity with this one. The spleen had also scarred down to haitus & in intimate attachment to area of ge junction & linx. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) : 01149-059 experience, colitis, bloating, weight loss, dysphagia.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: (B)(6) university / (B)(6) medical center. Sex: female. Age (at time of consent): (B)(6) . Date of explant: (B)(6) 2022 country of event: us. Model: lxmc13. Device lot number: 18462. Date of implant: (B)(6) 2021. Was the linx explant a result of an adverse event per protocol definitions?: no if yes, choose the primary ae log line, start date and term: blank. If no, what was the reason for the explant? (Check all that apply) participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no. Other: yes. If other, specify: colitis, bloating, weight loss, and dysphagia. Describe the technique used for explant (check all that apply) laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: yes .describe any notable observations during the explant procedure: posteriorly pancreas & mid body & tail had scarred down superiorly towards linx device & were almost continuity with this one. The spleen had also scarred down to haitus & in intimate attachment to area of ge junction & linx. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) : 01149-059 experience, colitis, bloating, weight loss, dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. Additional information received: updated explant notification. If yes, choose the primary ae log line, start date and term: : blank => #001 17dec2021-dysphagia. Was the linx explant a result of an adverse event per protocol definitions? : no => yes. Event details: alert date: (B)(6) 2023. Date of explant: (B)(6) 2022. Country of event: us. Model: lxmc13. Device lot number: 18462. Date of implant: (B)(6) 2021. Patient details: patient identifier: (B)(6). Sex: female. Age (at time of consent): 32 years. Additional event details: was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #001 17dec2021-dysphagia. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no. Other: no. If other, specify: colitis, bloating, weight loss, dysphagia. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: yes describe any notable observations during the explant procedure: posteriorly pancreas & mid body & tail had scarred down superiorly towards linx device & were almost continuity with this one. The spleen had also scarred down to haitus & in intimate attachment to area of ge junction & linx. Updated: other : yes => no. Updated explant notification other : yes => no. If other, specify : colitis, bloating, weight loss, dysphagia => blank.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2022. Additional information was requested, and the following was obtained: patient has chronic colitis with associated bloating. The linx does not cause the colitis, but the bloating certainly worsened with the linx. As well as her aggressive, rapidly recurrent, dysphagia noted to be in relation with the linx scarring.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 18462, and no non-conformances were identified. Additional information was obtained: multiple esophagram were done. Date of surgery (B)(6) 2021. Mild to moderate for dysphagia. Laparoscopic approach. Sizing tool was lss module. Lxmc13. Lot 18462. There was a hiatal hernia present 1 cm mesh was not used. Dilation performed : no => yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2021. Diagnostic imaging: yes. Drug therapy: yes. Observation: yes. Linx explant: yes. Outcome : blank => recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. Additional information received: admission date: (B)(6) 2021. Discharge date: (B)(6) 2021. Required in-patient hospitalization or prolongation of existing hospitalization no => yes. Is the adverse event serious? (If yes, check all that apply): no => yes. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? N/a => yes.